Manufacturer narrative:
The reported event the lead was unable to implant. Final analysis found that as received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead was unable to implant. The lead was not used and replaced. The patient was in stable condition.